Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the right atrial lead capture thresholds had increased one day post implant. The lead had dislodged. The physician tried to reposition the lead without success; helix would not smoothly and completely extend or retract. Body tissue was noted in the helix. The physician replaced the lead. The patient was asymptomatic before, during and after the procedure.